Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided was evaluated and a system issue could be excluded and a reagent issue was not considered likely. The most probable root cause is a pre-analytical issue related to insufficient sample pipetting.

Event description:
The customer received questionable results for carbamazepine (carb) on three patient samples. Of those three, it was determined one sample had erroneous results that had been reported outside of the laboratory. The customer indicated they had qc imprecision for carb since beginning a new lot of reagent in february. The customer indicated they've only experienced this qc imprecision/drift with the most recent lot of reagent. The customer was able to borrow a different lot of carb reagent to perform a patient comparison. The initial carb result with this current lot was 3.8 ug/ml, accompanied by a data flag, which was reported outside of the laboratory. The sample was repeated on the same instrument with the borrowed carb reagent and generated a repeat result of 5.5 ug/ml. The customer deemed the repeat result to be the correct result and was going to issue a corrected report. There was no treatment received based on the reported results. There was no adverse event. The cobas 6000 c501 instrument with serial number (B)(4) was used to generate the results. The lot number for the borrowed carb reagent was 68535101, with an expiration date of 04/30/2014. The field service representative indicated there was an issue with the reagent. He checked the fluidics system and adjusted the cuvette rinse water level and adjusted the reagent probe rinse volumes. He checked the gear pump pressure, probe alignment and photometer absorbance, all of which were ok. He performed a mechanism check and found no problems. He performed a precision check on carb, which passed. The customer performed calibration and controls to their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.